Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 6.5 mmol/l. The customer stated that he had an issue where the display did not want to come on. The customer stated that the display was blank for less than 30 seconds. The customer stated that the insert battery did not display on the pump. The customer was advised to insert new aa battery. The customer stated that the display did not return. The customer was advised to call back if display does not return after waiting two hours and reinserting battery.